Manufacturer narrative:
The reagent's lot number is 88912001 with an expiration date of 30-sep-2026. The field service representative found that the rinse tubing was detached from the vacuum bottle. He reattached the tubing, replaced and adjusted the sample probe, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 23.6 mg/dl. The repeated result was 86.8 mg/dl. The repeated result was believed to be correct because it was verified by an accu-chek device. The specific device and the result obtained were not provided. The sample was repeated because a different sample had a data flag that caused the physician to question the results.